Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The device was monitored and had no blank display noted. The device had a severely scratched display window and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call, the customer was having issues with the insulin pump. The device was shutting off from time to time and the keypad wasn't responding. Customer was attempting to change the basal rates but it took four of five tries for the buttons to respond. Customer's blood glucose was unknown. Customer's mother didn't recall any significant event which may have caused the keypad, other than it shutting off. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.